Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device failed to charge its internal battery while plugged in to a main power source. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an extensive engineering investigation. The device evaluation was not able to reproduce the reported device failure to charge its internal battery. Review of the device data logs revealed that the battery charge was decreasing despite the device being connected to the main ac power, therefore, the complaint was confirmed. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the device failure to charge its internal battery was due to a software issue. The device software was upgraded to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device failed to charge its internal battery while plugged in to a main power source. There was no patient injury reported as a result of this incident.